Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis therapy. A caregiver contacted a technical support representative regarding issues with the patient draining slowly during their therapy. The caregiver explained that prior to the patient¿s treatment on the cycler, a manual exchange was performed during which the patient had drained 4500 ml and then filled 2500 ml. This drain volume is 180% the patient¿s fill volume of 2496 ml. The cause for the iipv event was unknown. A review of the patient¿s previous treatment on the cycler was unable to identify any overfill or iipv event that could have contributed to the patient¿s high manual drain volume. The patient did not develop any symptoms or require medical intervention as a result of the reported event. The patient was able to continue treatments on their cycler without further complication. Additional information was requested but is unavailable.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.